Event description:
There was a balloon rupture during a percutaneous transluminal angioplasty procedure. Pt was being treated at the target lesion in the left common iliac artery. The lesion was mildly calcified and vessel was slightly tortuous. A stent was implanted at the target lesion and the balloon catheter was used for post dilatation when it ruptured at 8 atmospheres. The balloon was removed safely with the guidewire not loosing its position. Another balloon catheter was used for post dilatation and procedure successfully ended. There was no pt injury reported. This product will not be returned for eval and testing.